Manufacturer narrative:
The evaluation of the customer issue included a review of compliant text, a search for similar complaints, a review of field data and a review of labeling. Tracking and trending review identified adverse and non-statistical trends for the complaint issue. Complaints were mainly driven by lot numbers 87316li00/87317li00 and/or 90356li00/90360li00 and/or 92421li00/92425li00. A potential non-conformance report was raised to further investigate the increased complaint activity for reagent lot 92421li00/92425li00 for the similar issue of false reactive patient/proficiency sample results or elevated/out of range high control results. The present ticket is related to the non-statistical trends, but not related to the adverse trend for architect havab igg assay, ln 6c29. Specificity testing was reviewed and did not identify any issues. A review of field data indicates that the lot number is performing in line with all other reagent lots. Labeling was reviewed and found to be adequate. Based on all available information, no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect havab-igg, list 06c29, that has a similar product distributed in the us, havab-g, list number 6l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, anti-hcv, list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported multiple false reactive architect havab igg results with lot 92425li00. The results provided were from (B)(6) 2018 through (B)(6) 2018 for the following: sid (B)(6): 2.01 and 2.10 s/co; sid (B)(6): 1.33 s/ co; sid (B)(6): 1.60 and 1.36 s/co. Replacing the lot did not resolve the issue. No adverse impact to patient management was reported.